Event description:
Consumer complaint of blood results reading of "lo". Performed back to back blood test, 81mg/dl and 83mg/dl. Reviewed the blood results in the meter memory: (the time was incorrect): 75mg/dl-05:35p-(B)(6); 90mg/dl-12:04p-(B)(6); 131mg/dl-11:49a-(B)(6); 99mg/dl-04:26p-(B)(6); 150mg/dl-04:06p-(B)(6); 234mg/dl-02:20p-(B)(6) (had just finish eating); 80mg/dl-01:31p-(B)(6); 105mg/dl-04:34p-(B)(6); lo-03:46p-(B)(6)(her concern as she felt fine at the time).

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction: test strip issue, user had a low glucose result. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).